Event description:
The generator was returned to co's service department for servicing and found to have dual activation from the handswitch and footswitch. The customer was contacted and no pt or personal injury occurred.